Manufacturer narrative:
Investigation summary: it was reported that when the packaging of the thermocool® smart touch® sf bi-directional navigation catheter was opened, a foreign substance was demonstrated in the package, calling into question the sterility of the product. The device was not used and exchanged. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the procedure continued without incident. There was no report of patience consequence. The returned device was visually inspected, and it was found in normal condition. The complaint reported by the customer cannot be evaluated since the original packaging was not returned for analysis. A manufacturing record evaluation was performed for the finished device 30252093m number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On january 22, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection the product revealed no physical damage. The customer did not return the device in its original packaging. Also, the foreign material initially reported was not returned. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that when the packaging of the thermocool® smart touch® sf bi-directional navigation (stsf) catheter was opened, a foreign substance was demonstrated in the package, calling into question the sterility of the product. The device was not used and exchanged. The stsf catheter was replaced and the procedure continued without incident. There was no report of patience consequence. The observed foreign material inside the packaging has been assessed as an MDR reportable malfunction.